Manufacturer narrative:
A functional test with a depuy mating cup trial confirmed the complaint. Examination found all four ball plungers are not functioning properly. The investigation did not identify any problem related to design, material or manufacture that would contribute to the reported issue. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instrument is defective. The bearings appear to be damaged.